Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) could not be interrogated and displayed a possible device malfunction message on the programmer. The device was returned to guidant for analysis.